Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the observed image guide/connecting tube coating peeling issue could not be determined, however, the issue was likely the result of physical stress - user handling/mishandling or external factors. The event can be prevented by following the instructions for use (IFU) which states: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that water tightness was lost due to a cut on the connecting tube. Upon further inspection, it was observed that the coating on the connecting tube was peeling due to deterioration. It was also observed that the bending section cover has slack due to a handling problem. It was observed that the adhesive of the bending section cover had a chip due to chemical or physical stress. It was also observed that the connecting tube had a wrinkle due to excessive bending. It was observed that the scope connector and the electrical connector had corrosion due to water leakage caused by fluid invasion from the connector. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the channel cleaning brush could not be inserted smoothly due to damage on the channel tube. It was also observed that the connecting tube had a dent due to physical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: scope connector, universal cord, up and down plate, angulation lever, grip, switch box, scope cover, control unit, image guide protector and on the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera bronchovideoscope had water leakage. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating on the connecting tube was peeling which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.